Event description:
Pt sustained hip fracture and inadvertent open reduction and internal fixation in 2000. Vhs angled plate inserted. Six months post-op angle of plate found altered. Pt underwent revision to remove hardware with replacement of bipolar prosthesis.